Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: etlw1616c156e, sn (B)(4), expiration date: 03/13/2019. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx aptus endoanchors were selected/implanted for prophylactic endovascular treatment of an endurant iis stent graft system. It was reported that the physician elected to use heli-fx aptus endoanchors due to the anterior posterior and right to the left angulation of the aortic neck. The physician elected to actively fixate the endurant iis stent graft to the proximal landing zone aortic wall. During the initial procedure, the last heli-fx aptus endoanchor was being implanted when the physician torqued (manually twisted) the heli-fx applier while pressing the forward button to advance the aptus endoanchor. The aptus endoanchor was sheered/broken in two parts. One part of the heli-fx aptus endoanchor was in the stent graft material and was able to be snared with an end snare and removed using the heli-fx aptus sheath. The other portion of the heli-fx aptus endoanchor was along the posterior aspect of the endurant stent graft. Despite multiple attempts with a gooseneck snare and grasping forceps, the free-floating heli-fx aptus endoanchor was unable to be retrieved. The physician was able to maneuverer the heli-fx aptus endoanchor into a suprarenal location where there was a known significant amount of soft intramural thrombus within the posterior wall of the aorta. Therefore, the physician elected to use a reliant balloon to gently dilate this area over the heli-fx aptus endoanchor and embedded the piece into the soft intramural thrombus. The case was done percutaneous. The case was extended by approximately 60 minutes due to the event. The final angiogram revealed successful exclusion of the abdominal aortic aneurysm with no evidence of the endoleak. It was reported that after the patient was discharged from the hospital, they were having bleeding from their right groin. It was noted that the esbf3214c103 and the etlw1616c156 devices were inserted on the right side. The physician readmitted the patient and infused two units of blood, could obtain hemostasis on the groin with pressure and without surgery. The patient was discharged two days later. Per the physician, the cause of the event was related to user error; specifically, the physician torqued the applier while advancing the anchor. Per the physician, the cause of the bleeding could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.